Manufacturer narrative:
The device has not been returned to animas. If the cartridge cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime issue. Customer support advised that the patient change the cartridge once home from work, and call animas back if the issue continued. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported against the cartridge cap because the reported issue was not resolved with troubleshooting.